Manufacturer narrative:
(B)(4). The insulin pump received with cracked case-corner of the belt clip rails near the battery compartment. Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was 12 mmol/l at the time of the incident. Customer will return device for analysis.